Event description:
It was reported that the patient presented to asymptomatic to the clinic after receiving inapprorpiate hv therapy due to post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on the stored egms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.